Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation. Additional information was requested and not received.

Event description:
Additional information received indicated that the patient presented in clinic. A device interrogation was performed and revealed that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation because the patient underwent a magnetic resonance imaging (MRI) procedure without the ICD being set to MRI mode. The ICD was attempted to be reset but was unsuccessful. The ICD was explanted and replaced. The patient had no consequences.